Event description:
Revision surgery - due to the patient having laxity in the knee. The surgeon increased bearing thickness.

Manufacturer narrative:
The reason for this revision surgery was due to laxity. The previous surgery and the revision detailed in this investigation occurred 1 year and 5 months apart. There is no information in this complaint about any patient activities or medical contraindicaitons that may have contributed to the need for this revision surgery. There are no reported pre-existing patient health conditions. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the implant device history records (DHR) shows that the reported component used in the previous surgery met design and manufacturing requirements. There were no non-conforming material reports (ncmrs) associated with the product that may have contributed to the event. The device was within its expiration date at the time of use during the previous surgery. Customer complaint history of the reported device showed no present trends or on-going issues that are in need of review. The root cause of this complaint was a revision surgery due to laxity. There were no findings during this investigation that indicate that the reported device was the source or had a direct connection with the laxity. There are many factors that may contribute to the event that are outside the control of djo surgical such as: degenerative bone, excessive weight, unbalanced joint, patient bone deterioration or trauma. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness.